Event description:
Customer reportedly administered humulin 70/30 based on result of 384 mg/dl obtained on the advantage system. Customer's test strips were expired. 30 minutes following the result of 384 mg/dl customer reported low blood glucose symptoms; customer's home health nurse obtained a result of 38 mg/dl on professional meter and treated the customer with sweetened orange juice. Customer's low blood glucose symptoms did not improve, and paramedics arrived 30 minutes later. Paramedics obtained a result of 32 mg/dl and treated her with 3 "tubes" of glucagon and she was admitted to the hospital and released one week later. Requested return of suspect device and replacement was sent.